Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump's keyboard does not work. The customer stated the problem was found at the start of infusion, also that the device was swapped out and that there was no patient injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found in specification in relation to the "keypad does not work", which was not experienced during evaluation. Each key was tested per the v6 service manual and found to function correctly. No assignable cause was identified and no correction is required. The device operated within specification. This MDR was initially reported due to the absence of event information. Upon evaluation of this device, it was determined that the related malfunction is unlikely to cause a substantial risk to the patient and is determined to not be a reportable event. Manufacturer report number 1314492-2016-05223 can be removed from the FDA database.